Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Upon repeat testing on a different instrument the result was within the normal reference range. The erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse replaced the peri-pump tubing, and check the ultrasonics, mixer speed and the pipettor alignments. A diagnostic test was performed and met specifications. No clear root cause could be determined for this event.